Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon third inflation at 12atm. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion observed that the shaft polymer extrusion was stretched 4mm from the port exchange. A detailed microscopic examination identified there was contrast media in the balloon indicating a leak, but no tears or pinholes were found. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit however it was unable to inflate due to the damage in the shaft polymer extrusion.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon third inflation at 12atm. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no patient complications reported post procedure.